Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no physical damage at the place where the foreign material remained. Additionally, as no information was obtained, deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material was found inside the air/water-tube and inside the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated and as per device evaluation, the reported issue was likely a result of insufficient reprocessing. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: air/water-cylinder and suction-cylinder had no color; forceps channel port was shaved; channel cleaning brush could not be inserted smoothly due to deformation of channel mount unit; bending angle in up direction did not meet the standard value due to wear of angle wire; there was a crack on light guide lens and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.